Event description:
Report per 803.50 (a). (MDR 3030677-2010-00065). Lack of voice prompts.

Manufacturer narrative:
(B)(4): product eval pending. Issue is being reported based on the reported symptom.